Event description:
A report was received that the patient was explanted due to an infection at the pocket and lead sites. The patient's symptoms included redness, swelling, heat, and pain. The physician does not believe the infection was device or procedure related. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.